Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncircle tipless stone extractor was not being as durable as the 2.2fr device and issue with it bending. Additional information was requested, regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Manufacturer narrative:
Summary of event: it was reported that the user provided general feedback stating that the 1.5 french ncircle tipless stone extractor is ¿more delicate¿ than the 2.2 french stone extractor. The user stated that, ¿when going back and forth in the scope repeatedly, it bends and isn¿t as durable.¿ there were not any reports of a patient experiencing adverse effects or requiring any additional procedures due to the occurrence(s). Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook cannot complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The product IFU states: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the IFU, quality control documents, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause is traced to non-device related factors as the physical properties of the devices, with the 2.2 french stone extractor device being larger than the 1.5 french stone extractor device and therefore more robust. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.